Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The patient¿s sample was indicative of a sample at the limit of detection (lod) of the cobas® sars-cov-2/influenza a/b assay. A re-tested sample using other platforms may reveal differences between the cobas® sars-cov-2/influenza a/b assay and the competitor platform lods which may explain the observed result discrepancies. Low levels of amplification was seen for this run which could indicate a sample with a low viral load near the lod of the assay. A sample which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6) 2021 they observed a sars-cov-2 positive result for a patient¿s sample when analyzed on the cobas® liat® system (s/n (B)(4)). Three days later a recollected sample from the patient was tested on a different platform the bd platform and also sent out and tested on another platform (test instrument not provided) both generated sars-cov-2 negative results. Patient sample was collected using nasopharyngeal in remel r12622 microtest m4rt no beads. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The results were reported out to the patient and/or personnel treating the patient.